Event description:
Study event. Device malfunction: none. Symptoms/ae: bradycardia, hypotension, prolonged hospitalization. Time of symptoms/ae: post-procedure. It was reported that, the pt experienced bradycardia a few hours after stent placement and was treated with atropine and fluid bolus. The condition resovled on event day. The next day, the pt experienced hypotension and was treated with pseudoephedrine. The condition required prolonged hospitalization; however, the hypotension resolved three days later and the pt was discharged to home. No add'l info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and pt status from the hospital, field contact or distributor.